Event description:
It was reported that this device exhibited premature battery depletion (pbd) shortly after initial implant. Subsequently, the patient underwent a revision procedure and this product was explanted. No additional adverse effects were reported.